Manufacturer narrative:
The field event of noise was verified in the laboratory. Analysis found an abrasion on the outer insulation that also broke open the etfe insulation around one of the ring cables. This allowed the ring cable filars to make contact with the ICD can, resulting in the noise reported in the field. The abrasion was a result of friction between the lead and the ICD can.

Event description:
It was reported that noise was observed on the rv lead. Three weeks earlier, the patient received inappropriate therapy due to the noise. The reason for the noise is unknown. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.